Event description:
Infection, knee locked. The pt had rec'd synvisc injection series every six months for the past 2.5 years with no previous adverse reactions. In 2002 pt rec'd one injection of synvisc in both knees. Upon receiving these injections their knees locked up and caused them to fall in the doctors office and at home. They stated that "both knees also had swelling". The pt did not receive the next two injections and went to a different physician. The second physician stated that "they would need a knee replacement in both knees" and scheduled the surgery for 2002. In 2002 the physician found a "sterile infection" in both knees. The knee replacement surgery was cancelled. The pt felt that the synvisc injections given may have been given incorrectly. The pt stated that they continue to have an infection". Qa investigation results: product release data were reviewed. No product trends were identified, which could potentially have been associated to a product complaint. All synvisc lots released met spec limits and the data showed normal variability.